Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sigmoidectomy. According to the reporter: the anvil and the handle were connected and wing nut were turned and the green was visible. The surgeon tried to release the safety but it couldn't be removed. It was found that the safety didn't release in prober position but the surgeon squeezed the handle forcibly. The safety was broken but the handle could be squeezed. The donut ring was confirmed but there are only a fe staples at the anastomosis site. A seconde device was used but the same incident occurred. An eea28 was used to complete the case. The operating time was extended by more then 30 minutes.